Event description:
It was reported that a patient presented with high capture thresholds noted on the left ventricular lead prior to an unrelated procedure. During replacement, the new lead being used also exhibited high capture thresholds, and the lead could not be separated from the stylet. Malfunction was alleged on the new and chronic leads. The procedure was successfully completed with the choric lead still in use. No adverse patient consequences were reported.